Manufacturer narrative:
Unit received with cracked battery tube threads. Unit passed the displacement test. Compromised forced sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test, rewind test and excessive no delivery test due to a33 alarm during basic occlusion test. Unable to verify prime/fill anomaly due to compromised forced sensor system alarm.

Event description:
Customer reported via phone call that there was damage on the back and battery compartment. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump is not able to work because the battery cap is missing. The insulin pump will be returned for analysis.